Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, it was known that the station could not log in and displayed the error message "unable to authenticate." The issue affected only one user and one station. The technical support specialist advised the customer to consult their information technology department. The customer had not reached back, and the tss proceeded with the case closure. E.1 initial reporter address 1: (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es can't login into the station. The customer reported that a malfunction took place when the user tried to login to the station. There were no adverse events or injuries reported based on this event.